Event description:
The device was connected to a person diagnosed as pulseless, apneic and in fine ventricular fibrillation. An automated ECG analysis was attempted and the device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. A backup defibrillator was called for and used. The pt was not resuscitated.